Event description:
During a laparoscopic appendectomy procedure, the device failed to fire staples. There was no patient consequence. The procedure was completed with another device of the same product code.